Event description:
A new case of meningitis was reported to cochlear americas in 2008. The pt was admitted to the hosp for fever and nausea the previous day. Reportedly, the pt has received vaccinations prior to the ci surgery. The pt is currently receiving antibiotics. Additional info will be reported when available.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.